Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® push button blood collection set experienced failure of product to contain blood or medication(i.e. Crack, hole in tube,cut, etc) the following information was provided by the initial reporter. The customer stated: verbiage received, - "our facility is noticing an issue with our 23g bd vacutainer push button needle (butterfly needle - ref 367342) lot 0301741 exp 10/31/2022 in where there is a crack/hole in the apparatus tubing causing blood to squirt out of the hole/crack in the tubing during blood collection. This is causing understandable dissatisfaction with patient experience during the blood draw interaction as blood is squirting on the bedsheets, patient clothing, and general environment due to this defect. We will pull remaining needles of this lot from circulation."

Manufacturer narrative:
H6: investigation summary: bd received 350 unused physical samples in original blister packaging for investigation. 30 samples were subjected to a visual inspection for sliced tubing and 7 out of 30 of the samples failed the test and the indicated failure mode for sliced tubing with the incident lot was observed. Additionally, 100 retention samples were subjected to a visual inspection. 3 out of the 100 retention samples were found to have a nick in the tubing. 30 samples including the 3 with the nick were subjected to a functional testing and no failures were observed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd is able to confirm the customer¿s reported failure with the retention samples and customer samples received. The root cause of the hole in tubing is a crash jam that occurred during the manufacturing process. H3 other text : see h10.

Event description:
It was reported the bd vacutainer® push button blood collection set experienced failure of product to contain blood or medication(i.e. Crack, hole in tube,cut, etc) the following information was provided by the initial reporter. The customer stated: verbiage received, - "our facility is noticing an issue with our 23g bd vacutainer push button needle (butterfly needle - ref 367342) lot 0301741 exp 10/31/2022 in where there is a crack/hole in the apparatus tubing causing blood to squirt out of the hole/crack in the tubing during blood collection. This is causing understandable dissatisfaction with patient experience during the blood draw interaction as blood is squirting on the bedsheets, patient clothing, and general environment due to this defect. We will pull remaining needles of this lot from circulation."